Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said the healthcare provider (hcp) had put in a new device and she has had problems with it ever since she got it. Pt had a heart problem yesterday (B)(6) 2020 and they took her to the hospital so she knew she had to turn the stimulation off. Patient was having an EKG. Once they turned the stimulation off, she couldn't get it back on. She shut it off yesterday but she thought she turned it back on. She said she can't get it to come back on, or she doesn't now if it is on. Patient said she tried to turn it on but was not getting any feel. Patient checked the implant on the call and it showed program 1 at 3.4 volts and stimulation was off. Patient decreased stimulation to 1.5 and turn stimulation back on and increase stimulation back to 3.4 volts and she said she could feel stimulation again. Patient mentioned when she went to her healthcare provider (hcp) about two and a half months ago, it was completely turned off. She doesn't know when it shut off. Patient said, she doesn't understand why it keeps doing this. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated she had turned the device off so she could get an EKG done. Afterwards, the patient called to turn the device back on and with the instructions provided, the patient successfully turned the device on. The issue was resolved. No further complications were reported.